Manufacturer narrative:
The reagent lot number was 794061. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen. 3 results from the cobas pure c 303 analytical unit. Patient 1 initial result was 6.13% with a data flag. The repeat result using a cobas c 311 analyzer was 5.3%. Patient 2 initial result was 6.10% with a data flag. The repeat result using a cobas c 311 analyzer was 5.3%. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct.

Manufacturer narrative:
The field service engineer performed preventive maintenance, confirmed the correct wash volume adjustment, and decontaminated the system. The investigation determined the service actions resolved the issue.